Manufacturer narrative:
The local area field representative was contacted for additional information regarding event cause and resolution. At this time, no further information is available. Should additional information become available this report will be updated. This product investigation is still in progress. This report will be updated when product investigation is complete.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) stored an accelerated ventricular episode with a ventricular rate of 222 beats per minute (bpm). Nine bursts of anti-tachycardia pacing (atp) and two shocks delivered, and the rhythm converted. Clinic notes suggest the patient was hospitalized. This ICD remains in service. No additional adverse patient effects were reported.